Event description:
Device returned to MFR for analysis with complaint of battery depletion after 39 months. Pump and catheter replaced 2002. A supplemental medwatch report will be filed when additional info is received.